Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: DHR review for part #03.632.036, lot #6684423, release to warehouse date: 03-jun-2011, expiration date: n/a (non-sterile part), supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection on (B)(6) 2016, it was noticed that the threads on the tip holding sleeve screwdriver is unraveling/unthreading. There was no patient involvement. No additional information available. This complaint involves 1 device. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (holding sleeve-long for matrixc, part number 03.632.036, lot number 6684423). The subject device was returned with the complaint condition stating that the threaded tip of a matrix holding sleeve was found to be unthreading during set inspection; no patient or surgical involvement. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned matrix holding sleeve (03.632.036) was examined and the complaint condition was able to be confirmed as the threaded tip as found to be cracked but intact. No definitive root cause was able to be determined; however, the failure mode is consistent with the application of an off-axis load while engaging a screw. Relevant drawings for the returned matrix holding sleeve ¿ long (03.632.036) were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Changes implemented in april 2011 addressed the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instrument was manufactured after the implementation of these changes (mfg jun-2011). A device history review was performed for the returned implant¿s lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.